Manufacturer narrative:
The insulin pump was received with a detached end cap. The functional testing could not be performed due to the detached end cap. The motor was tested outside of the device and passed. The drive support disk was inspected and no anomaly was noted. The insulin pump had a cracked display window, minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had physical damage. The customer stated is has been dropped and has a crack on the screen and one above the battery compartment. Customer stated that the damage has been there for at least 2 years. The customer also reported that he was priming and heard a pop and noticed the drive support cap had pushed out. He pushed it in and insulin was squirting out of the tubing. Customer stated insulin continues to drip after motor stops during the manual prime process. He then reported that the insulin pump has been alarming motor error. Customer stated that the alarms have been occurring for about 2 months during basal delivery. The device was exposed to a CT scan. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was in the 80 mg/dl range. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replace.